Event description:
During a coil assisted embolization procedure, the enterprise stent jumped up on the target lesion during deploying, but the target lesion (aneurysm neck) was covered. However, the stent was deployed distally than the intended position. There was no patient injury reported. Constant fluoroscopy was conducted during the use of the enterprise stent. There were no issues with the microcatheter during the event. All the slack was removed from the microcatheter prior to deployment. The microcatheter was placed distal to the target site. Once the enterprise distal floppy tip was exposed, the position was checked under fluoroscopy. After checking the position, the microcatheter was withdrawn to expose/detach the stent. There was no resistance or friction during detachment of the stent or at any other time. The same microcatheter was utilized with other devices. The microcatheter was not re-shaped. The aneurysm measured 4.7x5.5, neck was 3.5mm, neck to sac ratio 7/10 and it was secular. The target site was the pca to basilar and it was tortuous. The vessel size proximal and distal to the aneurysm neck was around 2.5mm. There were no neurological changes after the procedure, and the patient was stable. No films are available.

Manufacturer narrative:
During a stent assisted coil embolization procedure, it was reported that the enterprise stent "jumped up on the target lesion during deploying." The aneurysm neck was still covered; however, the stent was deployed more distally than the intended position. There was no patient injury reported. Constant fluoroscopy was conducted during the use of the enterprise stent. There were no issues with the microcatheter during the event. All the slack was removed from the microcatheter prior to deployment. The microcatheter was placed distal to the target site. Once the enterprise distal floppy tip was exposed, the position was checked under fluoroscopy. After checking the position, the microcatheter was withdrawn to expose/deploy the stent. There was no resistance or friction during detachment of the stent or at any other time. The same microcatheter was utilized with other devices. The microcatheter was not re-shaped. The aneurysm measured 4.7x5.5, neck was 3.5mm, neck to sac ratio 7:10 and it was saccular. The target site was the posterior cerebral artery (pca) to basilar and it was tortuous. The vessel size proximal and distal to the aneurysm neck was around 2.5mm. There were no neurological changes after the procedure, and the patient was stable. No films are available. One non sterile enterprise delivery wire was received coiled inside of a plastic bag. The delivery system was received inserted inside the introducer tube, without any visual damage. The stent was not received for analysis. The delivery wire was inspected under a microscope and no anomalies were found. The functional analysis could not be performed since the stent was not received; therefore complaint confirmation could not be confirmed. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. A review of the enterprise final assembly lot by lake region and related subcomponent stent lot by (B)(4) found no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The stent remains implanted and there were no discrepancies found with the returned delivery wire. It is possible that procedural factors/vessel tortuosity contributed to the placement of the stent more distal than intended; however, based on the available information and without films, no conclusion can be made regarding the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420852. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.